Manufacturer narrative:
(B)(4). Reason for implant: uterine prolapse and sui. Reason for surgery: cystocele, rectocele, pelvic pain, pelvic adhesions. Concurrent procedures: application of urethral stent, bso, extensive lysis of adhesions, rectocele repair it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent urethrolysis with resection of portion of the prior mesh. It was reported that patient had a ¿follow up vaginal vault failure and a repair in fall 2008.¿ it was reported that patient underwent resection of mesh on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent vulvar biopsies x2, pelviscopy, extensive lysis of adhesions, aspiration of inflammatory cyst in the vaginal cuff on (B)(6) 2006 due to pelvic pain status post having had an earlier bhbsr breast and vulvar discoloration.